Event description:
On 29-dec-2025, it was reported by a sales representative via (B)(4) that an ar-8943-15-1 depth device is broken at the welded joint. Noticed during a case but was not broken within patient.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 -complaint allegation is confirmed. -one unpackaged ar-8943-15 was received for investigation. -visual inspection noted that the slider pin of the depth device, 2.7 / 3.5 / 4.0mm, low pro, was broken off. -functional testing was not performed due to the damage to the device. The cause of the reported failure is attributed to a design issue, addressed in ncr-32022.